Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, olympus confirmed that foreign material came out of the device, but the type of material or root cause could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for the area where the foreign matter remained, and there was no physical damage to the area where the foreign matter remained. The suggested events are detectable or preventable by handling the device in accordance with the following IFU. The detection method is described in chapter 3, preparation and inspection, of the operation manual, pcf-h170l/I series. Instructions for use pcf-h170l/I series cleaning/disinfection/sterilization section chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.